Manufacturer narrative:
Assessment by merz: localization of the event was not provided but local relationship can be assumed based on the wording of this report. The reported event occurred in a compatible temporal relationship. Injection site vasculitis is expected based on currently valid EU instructions for use (IFU) leaflet of radiesse (+). Off label use of device and product preparation issue were coded only for formal reasons. Injection into the decollete is no approved indication for radiesse (+) in EU. Dilution of radiesse (+) for injection into the decollete is not approved based on currently valid EU instructions for use leaflet of radiesse (+). Possible confounding factor includes the reporters opinion that the time interval between the radiesse (+) injection and the event was short. However, the reported injection site reaction can occur after the treatment with radiesse (+). Therefore, causality for the event is assessed as possibly related to the treatment with radiesse (+). Merz causality re-assessment due to follow-up information received on 16-dec-2025: the reported erythema is considered to be a symptom of injection site vasculitis and therefore was not coded. Causality for the event remains unchanged as possibly related to the treatment with radiesse (+). Merz causality re-assessment due to follow-up information received on 05-jan-2026: this case was upgraded to serious. The reported event occurred in an incompatible local relationship. The reported event occurred in a compatible temporal relationship. Injection site vasculitis (serious) is expected based on currently valid EU instructions for use (IFU) leaflet of radiesse (+). The reported erythema/roseola, joint pain and purpura-like reaction are considered to be symptoms of injection site vasculitis (serious) and therefore were not coded. Off label use of device and product preparation issue were coded only for formal reasons. Injections into the decollete and neck are no approved indications for radiesse (+) in EU. Dilution of radiesse (+) with sterile nacl for injection into the decollete and neck is not approved based on the IFU. Possible confounding factors include previous injections with bocouture and belotero, the patients emotional shock shortly before the onset of the event, and the reporters opinion that the time interval between the radiesse (+) injection and the event was short. However, the reported injection site reaction can occur after the treatment with radiesse (+). In this case, the patient was hospitalized with a non-resolved outcome. Therefore, causality for the event is assessed as unlikely related to the treatment with radiesse (+) based on an incompatible local relationship and due to a short timeline. This case was upgraded to serious with the serious event injection site vasculitis due to the patient's hospitalization. Merz causality re-assessment after follow-up information was received on 12-jan-2026: the outcome of the event remained unchanged. Based on the information provided, the patient had stress shortly before the onset of the event, and as previously reported the reporters considered causal relationship to the treatment with radiesse (+) as tenuous. Due to incompatible local relationship and the underlying condition of stress, causality for the event remains unchanged as unlikely related to the treatment with radiesse (+). This case remains serious with the serious event injection site vasculitis due to the patient's hospitalization. Merz causality re-assessment due to follow-up information received on 09-feb-2026: the batch record review for radiesse (+), lot a00214700, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00214700) and no similar events were noted. The event nodule was added. The added event occurred in compatible temporal relationship but incompatible local relationship. Nodule (non-serious) is expected based on the current valid EU IFU leaflet of radiesse (+) and can occur after treatment with radiesse (+). Based on the information provided, the patient had stress shortly before the onset of the event, and as previously reported, the reporters considered causal relationship to the treatment with radiesse (+) as tenuous. Due to incompatible local relationship and the underlying condition of stress, causality for the added event is assessed as unlikely related to the treatment with radiesse (+). Casuality for the previously assessed event remains unchanged as unlikely related to the treatment with radiesse (+). This case remains serious with the serious event injection site vasculitis due to the patient's hospitalization. Merz causality re-assessment due to follow-up information received on 12-feb-2026: the outcome of the events remained unchanged. Casuality for the previously assessed events remains unchanged as unlikely related to the treatment with radiesse (+). This case remains serious with the serious event injection site vasculitis due to the patient's hospitalization. Merz causality re-assessment due to receipt of follow up information on 25-mar-2026: based on the information provided, causality for the previously assessed events remains unchanged as unlikely related to the treatment with radiesse (+). This case remains serious with the serious event injection site vasculitis due to the patient's hospitalization.

Event description:
Case description: this spontaneous report was received from a french physician and concerns a female patient. The patient was injected with radiesse (+) into the decollete area (off label use of device), on (B)(6) 2025. Batch number was reported as unknown. Radiesse (+) was diluted (product preparation issue, off label use of device). On (B)(6) 2025 (reported as 24 hours later), after the radiesse (+) injection, the patient experienced vasculitis of the henoch-schoenlein purpura type. The physician mentioned that the time interval between radiesse (+) injection and the event seemed short for an iga-type vasculitis. It was reported that it was unknown whether the event was permanent. The outcome of the event was reported as not resolved. Follow-up information was received on 16-dec-2025: the physician stated that the patient was hospitalized and that they were waiting for her to return from the examination. The physician added that, apparently, the hospital mentioned an erythema. The outcome of the event remained unchanged. Follow-up information was received on 05-jan-2026: this case was upgraded to serious. The patients age was provided. She was 42 years old at the time of the event. The patient was injected with one syringe of radiesse (+) into the decollete and neck (off label use of device). A 1.5 ml of radiesse (+) was diluted with sterile single-dose of 0.9% nacl at a 1:2 ratio. Previous injections included botulinum toxin and hyaluronic acid (reported as ha), specifically bocouture and various products from the belotero range for different indications, on average two injections per year, since 2018. Last previous aesthetic injection was belotero, in (B)(6) 2025. She previously never received a radiesse injection. Immediate local reactions were reported as none. Recent infection or vaccination was reported as none. The patient had no autoimmune disease or concomitant medication. Medical history was reported as none. The patient had significant emotional shock shortly before the onset of the event. On (B)(6) 2025, 1 day after the radiesse(+) injection, the patient experienced joint pain and purpura-like reaction on her lower limbs. This was her first time developing this kind of reaction. On (B)(6) 2025, the patient went to emergency department of the hospital and was hospitalized in internal medicine. She was discharged from the hospital but was still in pain. The physician was in regular contact with the patient via whatsapp. The patients biological work-up showed no infection. Antibody test results were pending. There were no associated renal issues. The hospital treating physician suspected erythema nodosum (autoimmune disease) and considered the causal link with radiesse (+) injection as tenuous (according to the wording of the physician). A final diagnosis was not yet established. Current symptom evolution resulted in an appearance of erythema/roseola on the abdomen. On (B)(6) 2026, an appointment with her hospital physician was scheduled. The outcome of the event remained unchanged. Follow-up information was received on 12-jan-2026: the patient was injected with radiesse (+) with a 22 gauge cannula into 3 entry points of decollete. The injection depth was as allowed with the 22 gauge cannula. The patient had no post injection reactions after previous treatments with hyaluronic acid or botulinum toxin. The patient had no emotional shock but stress. The patient had no immediate local reaction. The outcome of the event remained unchanged. Follow-up information was received on 09-feb-2026: the event nodules was added. Batch number was reported as a00214700 (expiry date: 23-jul-2027). The batch record review was received and the lot number for radiesse (+) was confirmed as a00214700 (expiry date: 23-jul-2027). A lot search in the global safety database was conducted. On (B)(6) 2025, the patient developed diffuse cutaneous lesions (erythema nodosum, stellate angiomas) associated with joint pain. She also experienced nodules that were healing. She had an emergency room visit followed by hospitalization in a general medicine unit from (B)(6) 2025. Viral, bacterial, lyme disease, and rickettsial serologies were negative. The immunologic work-up that included total complement ch50, c3/4, anti¿beta-2 glycoprotein antibodies, anticardiolipins, anca (antineutrophil cytoplasmic antibodies), extractable nuclear antigens, native anti¿dna, aslo (anti-streptolysin o), serum protein electrophoresis, rheumatoid factor and anti-ccp was negative. A thoraco-abdomino-pelvic CT scan did not reveal any granuloma or neoplastic lesion and venous doppler imaging did not show superficial or deep thrombophlebitis. At discharge on (B)(6) 2025, the patient showed spontaneous improvement with complete resolution of the lesions, leaving only residual ecchymoses that were fading. During the christmas holidays, the patient experienced a much more pronounced flare, presenting with inflammatory erythematous lesions over the ankle joints, extending up to the knees. These lesions were suggestive of a leukocytoclastic vasculitis (based on photographs reviewed by the physician). On (B)(6) 2026, during a follow-up consultation, the lesions disappeared. A few healing nodules persisted. The patient remained markedly asthenic, with mixed-type pain: neuropathic (burning sensation with exertion) and proprioceptive (also triggered by exertion). The rest of the clinical examination was unremarkable. A treatment with colchicine at 0.5 mg twice daily as a therapeutic trial for a possible leukocytoclastic vasculitis was initiated. The outcome of the event vasculitis of the henoch-schonlein purpura type was reported as resolving (changed from not resolved). Due to the provided information, the outcome of the event nodules was considered as resolving (reported as not resolved). Follow-up information was received on 12-feb-2026: the patient was injected with radiesse (+), for skin laxity and prevention. She was injected with belotero, only into the face, in (B)(6) 2025. The patient had no known allergies. On (B)(6) 2025, the patient was hospitalized and all various examinations were carried out there. On (B)(6) 2026, the patient was reviewed during a visit by the hospitals physician and then was reviewed again by her general practitioner during the same period. On (B)(6) 2026, the small persistent healing nodules were noted. The injecting physician did not have further information regarding the patients current situation, nor whether any treatments were initiated to address the small persistent healing nodules. The injecting physician was planning to try to contact the patient for a follow-up. The outcome of the events remained unchanged. Follow-up information was received on 25-mar-2026: after internal review, the imdrf coded for vasculitis of henoch-schonlein purpura type and nodules were changed from d12 to d15. The patient directly reported the incident to the nice regional pharmacovigilance center (crpv), which then forwarded it to the french national agency for the safety of medicines and health products (ansm) under materiovigilance. On 25-mar-2026, the patient was invited to make contact if there was any additional information. The outcome of the events remained unchanged.

Manufacturer narrative:
Assessment by merz: localization of the event was not provided but local relationship can be assumed based on the wording of this report. The reported event occurred in a compatible temporal relationship. Injection site vasculitis is expected based on currently valid EU instructions for use (IFU) leaflet of radiesse(+). Off label use of device and product preparation issue were coded only for formal reasons. Injection into the decollete is no approved indication for radiesse(+) in EU. Dilution of radiesse(+) for injection into the decollete is not approved based on currently valid EU instructions for use leaflet of radiesse(+). Possible confounding factor includes the reporters opinion that the time interval between the radiesse(+) injection and the event was short. However, the reported injection site reaction can occur after the treatment with radiesse(+). Therefore, causality for the event is assessed as possibly related to the treatment with radiesse(+). Merz causality re-assessment due to follow-up information received on 16-dec-2025: the reported erythema is considered to be a symptom of injection site vasculitis and therefore was not coded. Causality for the event remains unchanged as possibly related to the treatment with radiesse(+). Merz causality re-assessment due to follow-up information received on 05-jan-2026: this case was upgraded to serious. The reported event occurred in an incompatible local relationship. The reported event occurred in a compatible temporal relationship. Injection site vasculitis (serious) is expected based on currently valid EU instructions for use (IFU) leaflet of radiesse(+). The reported erythema/roseola, joint pain and purpura-like reaction are considered to be symptoms of injection site vasculitis (serious) and therefore were not coded. Off label use of device and product preparation issue were coded only for formal reasons. Injections into the decollete and neck are no approved indications for radiesse(+) in EU. Dilution of radiesse(+) with sterile nacl for injection into the decollete and neck is not approved based on the IFU. Possible confounding factors include previous injections with bocouture and belotero, the patients emotional shock shortly before the onset of the event, and the reporters opinion that the time interval between the radiesse(+) injection and the event was short. However, the reported injection site reaction can occur after the treatment with radiesse(+). In this case, the patient was hospitalized with a non-resolved outcome. Therefore, causality for the event is assessed as unlikely related to the treatment with radiesse(+) based on an incompatible local relationship and due to a short timeline. This case was upgraded to serious with the serious event injection site vasculitis due to the patient's hospitalization. Merz causality re-assessment after follow-up information was received on 12-jan-2026: the outcome of the event remained unchanged. Based on the information provided, the patient had stress shortly before the onset of the event, and as previously reported the reporters considered causal relationship to the treatment with radiesse(+) as tenuous. Due to incompatible local relationship and the underlying condition of stress, causality for the event remains unchanged as unlikely related to the treatment with radiesse(+) . This case remains serious with the serious event injection site vasculitis due to the patient's hospitalization. Merz causality re-assessment due to follow-up information received on 09-feb-2026: the batch record review for radiesse(+), lot a00214700, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00214700) and no similar events were noted. The event nodule was added. The added event occurred in compatible temporal relationship but incompatible local relationship. Nodule (non-serious) is expected based on the current valid EU IFU leaflet of radiesse(+) and can occur after treatment with radiesse(+). Based on the information provided, the patient had stress shortly before the onset of the event, and as previously reported, the reporters considered causal relationship to the treatment with radiesse(+) as tenuous. Due to incompatible local relationship and the underlying condition of stress, causality for the added event is assessed as unlikely related to the treatment with radiesse(+) . Casuality for the previously assessed event remains unchanged as unlikely related to the treatment with radiesse(+). This case remains serious with the serious event injection site vasculitis due to the patient's hospitalization. Merz causality re-assessment due to follow-up information received on 12-feb-2026: the outcome of the events remained unchanged. Casuality for the previously assessed events remains unchanged as unlikely related to the treatment with radiesse(+). This case remains serious with the serious event injection site vasculitis due to the patient's hospitalization.

Event description:
Case description: this spontaneous report was received from a french physician and concerns a female patient. The patient was injected with radiesse(+) into the decollete area (off label use of device), on (B)(6) 2025. Batch number was reported as unknown. Radiesse(+) was diluted (product preparation issue, off label use of device). On (B)(6) 2025 (reported as 24 hours later), after the radiesse(+) injection, the patient experienced vasculitis of the henoch-schoenlein purpura type. The physician mentioned that the time interval between radiesse(+) injection and the event seemed short for an iga-type vasculitis. It was reported that it was unknown whether the event was permanent. The outcome of the event was reported as not resolved. Follow-up information was received on 16-dec-2025: the physician stated that the patient was hospitalized and that they were waiting for her to return from the examination. The physician added that, apparently, the hospital mentioned an erythema. The outcome of the event remained unchanged. Follow-up information was received on 05-jan-2026: this case was upgraded to serious. The patient's age was provided. She was 42 years old at the time of the event. The patient was injected with one syringe of radiesse(+) into the decollete and neck (off label use of device). A 1.5 ml of radiesse(+) was diluted with sterile single-dose of 0.9% nacl at a 1:2 ratio. Previous injections included botulinum toxin and hyaluronic acid (reported as ha), specifically bocouture and various products from the belotero range for different indications, on average two injections per year, since 2018. Last previous aesthetic injection was belotero, in (B)(6) 2025. She previously never received a radiesse injection. Immediate local reactions were reported as none. Recent infection or vaccination was reported as none. The patient had no autoimmune disease or concomitant medication. Medical history was reported as none. The patient had significant emotional shock shortly before the onset of the event. On (B)(6) 2025, 1 day after the radiesse(+) injection, the patient experienced joint pain and purpura-like reaction on her lower limbs. This was her first time developing this kind of reaction. On (B)(6) 2025, the patient went to emergency department of the hospital and was hospitalized in internal medicine. She was discharged from the hospital but was still in pain. The physician was in regular contact with the patient via whatsapp. The patients biological work-up showed no infection. Antibody test results were pending. There were no associated renal issues. The hospital treating physician suspected erythema nodosum (autoimmune disease) and considered the causal link with radiesse(+) injection as tenuous (according to the wording of the physician). A final diagnosis was not yet established. Current symptom evolution resulted in an appearance of erythema/roseola on the abdomen. On (B)(6) 2026, an appointment with her hospital physician was scheduled. The outcome of the event remained unchanged. Follow-up information was received on 12-jan-2026: the patient was injected with radiesse(+) with a 22 gauge cannula into 3 entry points of decollete. The injection depth was as allowed with the 22 gauge cannula. The patient had no post injection reactions after previous treatments with hyaluronic acid or botulinum toxin. The patient had no emotional shock but stress. The patient had no immediate local reaction. The outcome of the event remained unchanged. Follow-up information was received on 09-feb-2026: the event nodules was added. Batch number was reported as a00214700 (expiry date: 23-jul-2027). The batch record review was received and the lot number for radiesse(+) was confirmed as a00214700 (expiry date: 23-jul-2027). A lot search in the global safety database was conducted. On (B)(6) 2025, the patient developed diffuse cutaneous lesions (erythema nodosum, stellate angiomas) associated with joint pain. She also experienced nodules that were healing. She had an emergency room visit followed by hospitalization in a general medicine unit from (B)(6) 2025 to (B)(6) 2025. Viral, bacterial, lyme disease, and rickettsial serologies were negative. The immunologic work-up that included total complement ch50, c3/4, anti¿beta-2 glycoprotein antibodies, anticardiolipins, anca (antineutrophil cytoplasmic antibodies), extractable nuclear antigens, native anti¿dna, aslo (anti-streptolysin o), serum protein electrophoresis, rheumatoid factor and anti-ccp was negative. A thoraco-abdomino-pelvic CT scan did not reveal any granuloma or neoplastic lesion and venous doppler imaging did not show superficial or deep thrombophlebitis. At discharge on (B)(6) 2025, the patient showed spontaneous improvement with complete resolution of the lesions, leaving only residual ecchymoses that were fading. During the christmas holidays, the patient experienced a much more pronounced flare, presenting with inflammatory erythematous lesions over the ankle joints, extending up to the knees. These lesions were suggestive of a leukocytoclastic vasculitis (based on photographs reviewed by the physician). On (B)(6) 2026, during a follow-up consultation, the lesions disappeared. A few healing nodules persisted. The patient remained markedly asthenic, with mixed-type pain: neuropathic (burning sensation with exertion) and proprioceptive (also triggered by exertion). The rest of the clinical examination was unremarkable. A treatment with colchicine at 0.5 mg twice daily as a therapeutic trial for a possible leukocytoclastic vasculitis was initiated. The outcome of the event vasculitis of the henoch-schonlein purpura type was reported as resolving (changed from not resolved). Due to the provided information, the outcome of the event nodules was considered as resolving (reported as not resolved). Follow-up information was received on 12-feb-2026: the patient was injected with radiesse(+), for skin laxity and prevention. She was injected with belotero, only into the face, in (B)(6) 2025. The patient had no known allergies. On (B)(6) 2025, the patient was hospitalized and all various examinations were carried out there. On (B)(6) 2026, the patient was reviewed during a visit by the hospitals physician and then was reviewed again by her general practitioner during the same period. On (B)(6) 2026, the small persistent healing nodules were noted. The injecting physician did not have further information regarding the patient's current situation, nor whether any treatments were initiated to address the small persistent healing nodules. The injecting physician was planning to try to contact the patient for a follow-up. The outcome of the events remained unchanged.

Manufacturer narrative:
Assessment by merz: localization of the event was not provided but local relationship can be assumed based on the wording of this report. The reported event occurred in a compatible temporal relationship. Injection site vasculitis is expected based on currently valid EU instructions for use (IFU) leaflet of radiesse(+). Off label use of device and product preparation issue were coded only for formal reasons. Injection into the decollete is no approved indication for radiesse(+) in EU. Dilution of radiesse(+) for injection into the decollete is not approved based on currently valid EU instructions for use leaflet of radiesse(+). Possible confounding factor includes the reporters opinion that the time interval between the radiesse(+) injection and the event was short. However, the reported injection site reaction can occur after the treatment with radiesse(+). Therefore, causality for the event is assessed as possibly related to the treatment with radiesse(+). Merz causality re-assessment due to follow-up information received on 16-dec-2025: the reported erythema is considered to be a symptom of injection site vasculitis and therefore was not coded. Causality for the event remains unchanged as possibly related to the treatment with radiesse(+). Merz causality re-assessment due to follow-up information received on 05-jan-2026: this case was upgraded to serious. The reported event occurred in an incompatible local relationship. The reported event occurred in a compatible temporal relationship. Injection site vasculitis (serious) is expected based on currently valid EU instructions for use (IFU) leaflet of radiesse(+). The reported erythema/roseola, joint pain and purpura-like reaction are considered to be symptoms of injection site vasculitis (serious) and therefore were not coded. Off label use of device and product preparation issue were coded only for formal reasons. Injections into the decollete and neck are no approved indications for radiesse(+) in EU. Dilution of radiesse(+) with sterile nacl for injection into the decollete and neck is not approved based on the IFU. Possible confounding factors include previous injections with bocouture and belotero, the patients emotional shock shortly before the onset of the event, and the reporters opinion that the time interval between the radiesse(+) injection and the event was short. However, the reported injection site reaction can occur after the treatment with radiesse(+). In this case, the patient was hospitalized with a non-resolved outcome. Therefore, causality for the event is assessed as unlikely related to the treatment with radiesse(+) based on an incompatible local relationship and due to a short timeline. This case was upgraded to serious with the serious event injection site vasculitis due to the patients hospitalization. Merz causality re-assessment after follow-up information was received on 12-jan-2026: the outcome of the event remained unchanged. Based on the information provided, the patient had stress shortly before the onset of the event, and as previously reported the reporters considered causal relationship to the treatment with radiesse(+) as tenuous. Due to incompatible local relationship and the underlying condition of stress, causality for the event remains unchanged as unlikely related to the treatment with radiesse(+) . This case remains serious with the serious event injection site vasculitis due to the patient's hospitalization.

Event description:
Case description: this spontaneous report was received from a french physician and concerns a female patient. The patient was injected with radiesse(+) into the decollete area (off label use of device), on (B)(6) 2025. Batch number was reported as unknown. Radiesse(+) was diluted (product preparation issue, off label use of device). On (B)(6) 2025 (reported as 24 hours later), after the radiesse(+) injection, the patient experienced vasculitis of the henoch-schoenlein purpura type. The physician mentioned that the time interval between radiesse(+) injection and the event seemed short for an iga-type vasculitis. It was reported that it was unknown whether the event was permanent. The outcome of the event was reported as not resolved. Follow-up information was received on 16-dec-2025: the physician stated that the patient was hospitalized and that they were waiting for her to return from the examination. The physician added that, apparently, the hospital mentioned an erythema. The outcome of the event remained unchanged. Follow-up information was received on 05-jan-2026: this case was upgraded to serious. The patients age was provided. She was 42 years old at the time of the event. The patient was injected with one syringe of radiesse(+) into the decollete and neck (off label use of device). A 1.5 ml of radiesse(+) was diluted with sterile single-dose of 0.9% nacl at a 1:2 ratio. Previous injections included botulinum toxin and hyaluronic acid (reported as ha), specifically bocouture and various products from the belotero range for different indications, on average two injections per year, since 2018. Last previous aesthetic injection was belotero, in (B)(6) 2025. She previously never received a radiesse injection. Immediate local reactions were reported as none. Recent infection or vaccination was reported as none. The patient had no autoimmune disease or concomitant medication. Medical history was reported as none. The patient had significant emotional shock shortly before the onset of the event. On (B)(6) 2025, 1 day after the radiesse(+) injection, the patient experienced joint pain and purpura-like reaction on her lower limbs. This was her first time developing this kind of reaction. On (B)(6) 2025, the patient went to emergency department of the hospital and was hospitalized in internal medicine. She was discharged from the hospital but was still in pain. The physician was in regular contact with the patient via whatsapp. The patients biological work-up showed no infection. Antibody test results were pending. There were no associated renal issues. The hospital treating physician suspected erythema nodosum (autoimmune disease) and considered the causal link with radiesse(+) injection as tenuous (according to the wording of the physician). A final diagnosis was not yet established. Current symptom evolution resulted in an appearance of erythema/roseola on the abdomen. On (B)(6) 2026, an appointment with her hospital physician was scheduled. The outcome of the event remained unchanged. Follow-up information was received on 12-jan-2026: the patient was injected with radiesse(+) with a 22 gauge cannula into 3 entry points of decollete. The injection depth was as allowed with the 22 gauge cannula. The patient had no post injection reactions after previous treatments with hyaluronic acid or botulinum toxin. The patient had no emotional shock but stress. The patient had no immediate local reaction. The outcome of the event remained unchanged.